Manufacturer narrative:
Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, clotting, because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retains and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with 600 bd vacutainer® k3e 5.4mg plus blood collection tubes samples were clotted. The following information was provided by the initial reporter: sample clotting in k2edta 3ml lot no- 2094550.

Event description:
It was reported that during use with 600 bd vacutainer® k3e 5.4mg plus blood collection tubes samples were clotted. The following information was provided by the initial reporter: sample clotting in k2edta 3ml lot no- 2094550.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.